Manufacturer narrative:
F10. Corrected data, initial report: inadvertently used code a040101 instead of a072201h6. Corrected data, initial report: inadvertently used codes for fracture rather than for high impedance.

Event description:
The patient's generator and lead were replaced due to high impedance. The explanted products have not been received to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.